Event description:
This is an update of report 5010245 immunocompetent pt was injected with sculptra in nasomalar grooves, commissures, marionette lines, zygomatic regions, lateral malar, and suprazygomatic regions below orbits. Papules and inflammatory nodules developed in areas of injections. Pt developed severe intermittent lancinating pain in infraorbital region on right. Appeared that nerve was affected. Symptoms improved somewhat with indomethacin - other saids not helpful - and doxycycline, which have both been continued for approx 6 months thus far. Pt has had biopsies of foreign body granulomas with sculptra material visible within. Now some of material is coming to surface of skin, and also more apparent through oral mucosa. Pt has lost significant weight because of pain sxs leading to loss of appetite, and has periods of overwhelming fatigue. MRI with contrast was negative for mass lesion causing symptoms. Has sought consultation with numerous plastic and oculoplastic surgeons, many of whom use sculptra, without help. In our office, intralesional injection with very diluted triamcinolone acetonide has helped individual lesions become less prominent, but has not relieved her overall symptoms. Have excised three large chunks of material from lower labial mucosa, and also right upper lip with improvement of dysesthesias of oral area. This continues to be an ongoing problem with disfigurement and pain persisting over several years. Diagnosis or reason for use: esthetic improvement of facial furrows. Event abated after use stopped or dose reduced? No.

Event description:
Caller tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.